Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r. Product ID: 9735811. Product ID: 9735843. H3, h6; a medtronic representative went to the site to test the equipment. The camera, camera clip, and ethernet cable was replaced and the system then passed testing. Codes b01, c08, and d02 are applicable to this analysis. The camera, lot number: p902831, was returned to the manufacturer for analysis. The returned psu had scratches on the housing and lenses. A check of the event log showed a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .831mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. Codes b01, c02, and d02 are applicable to this analysis. The camera clip, lot number: n/a, was returned to the manufacturer for analysis. The returned clip was broken, one side was broken, and the piece was missing. Codes b01, c13, and d02 are applicable to this analysis. The ethernet cable, lot number: unknown, was returned to the manufacturer for analysis. The ethernet cable was tested and was found to be functional, passing a continuity test. Despite being functional it was found that the cable is damaged with exposed wires. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during set up, the system displayed a localizer faulted message. There was no patient present. Additional information as received. It was reported that upon further troubleshooting and entering into network device interface (ndi) toolbox, the system indicated bump detector battery fault and storage temperature exceeded. Technical services (ts) determined the complementary metal oxide semiconductor (cmos) battery in the camera died. The manufacturing representative (rep) also reported the black cable coming from camera is damaged as well as the camera clip.